Manufacturer narrative:
(B)(4). Batch #: p93x86. Investigation summary: the hand piece was received with the nose cone cracked. It was evaluated with a test instrument and a ¿no uses remaining/replace hand piece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the hand piece has already been used 95 times. The hand piece is a reusable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining/replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the ingress of moisture affected hand piece functionality. Additional information was requested and the following was received: "did the patient experience any adverse consequences due to this issue?" - no.

Event description:
It was reported that before an unknown procedure, while prepping the devices, a nurse noticed an issue with hp054. The generator displayed an error screen reading ¿no uses remaining/replace hand piece.¿ a second devices was tried with the same result. Both hand pieces were connected to another generator and it showed the same message for both hand pieces. A third devices was opened and used to successfully complete the procedure. The medical staff was sure the hand pieces had more uses remaining. There were no patient consequences.